Event description:
Patient had a catheter dye study done. Showed leakage in catheter just proximal to its connection to the pump. Patient had catheter/pain pump for approximately 10 years. Patient fell off a ladder ~5 months ago. Unsure if device failure is due to the fall or if the device is defective.